Manufacturer narrative:
The distributor in (B)(4) (non-cook facility) informed cook customer relations of this occurrence on (B)(4) 2011. At this time, the distributor in (B)(4) indicated the first cook employee was first made aware on (B)(4) 2010. Because this date is the same as the date of occurrence and the distributor first informed cook customer relations on (B)(4) 2011, we have requested clarification on exactly when the first cook employee became aware. This report is being provided within 30 days of (B)(4) 2011. If clarification is provided regarding these dates, f/u MDR will be submitted. Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection includes verifying the device is free of kinks. The functional test ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook acusnare polypectomy snare. The snare was placed around the lesion but when the physician attempted to retract the snare they experienced difficulty. The snare became stuck around the lesion. The physician extended the snare and then removed the device from the endoscope. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.